Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/03/2019. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. The instrument was disassembled; upon disassembly the sed spring block component was found broken and 16 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia repair on unknown date and the absorbable straps were used. During the first firing, the straps did not adhere to the tissue/mesh. Another like device was used to complete the procedure. There were no patient consequences reported.